Event description:
User experiencing intermittent low discrepant results for multiple assays. Two patients examples from 2008, were provided. Patient 1, initial calcium result 0.14, repeat 2.39 (no units provided). Patient 2, initial calcium result 0.14, repeat 2.36 (no units provided); initial ggt result 0.11, 1.0 (no units provided). No information provided to determine if patients were adversely affected. The field service representative confirmed a preanalytic problem at the lab. Performance tests performed, which were within specification.